Event description:
It was reported that the patient received inappropriate therapy. Noise was present on the ventricular lead. Patient will be scheduled for imaging of the lead. It is suspected that the lead may have been damaged at implant. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.